Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade I. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade I. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d9, e1, h3, h6.